Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. C06520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included systemic lupus erythematosus, osteoarthritis and multiple cesarean sections. Concomitant products included hydroxychloroquine, methotrexate, oxycodone hydrochloride; paracetamol (percocet) and tramadol. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood altered ("hormonal changes: very moody"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary disorder"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), abdominal pain ("abdominal cramping") and dyspareunia ("painful intercourse") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy, total hysterectomy, oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, mood altered, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, fatigue, weight increased, abdominal pain and dyspareunia outcome was unknown and the genital haemorrhage and vaginal haemorrhage had resolved. The reporter considered abdominal pain, bladder disorder, cystitis, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: the device was in good position with 5 trailing coils on the right side. A similar fashion was used on the opposite side with 3 trailing coils on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral fallopian tube occlusion. Ultrasound scan vagina - on (B)(6) 2015: that the device of the implant was in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: pfs received: event "hormonal changes was updated as very moody" and event dyspareunia was added. Insertion date was updated to (B)(6) 2015 concomitant medication and lab data were added. Patient aka name was added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. C06520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included systemic lupus erythematosus, osteoarthritis and multiple cesarean sections. Concomitant products included hydroxychloroquine, methotrexate, oxycodone hydrochloride;paracetamol (percocet) and tramadol. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary disorder"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and abdominal pain ("abdominal cramping") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hormone level abnormal, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, fatigue, weight increased and abdominal pain outcome was unknown and the genital haemorrhage and vaginal haemorrhage had resolved. The reporter considered abdominal pain, bladder disorder, cystitis, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the device was in good position with 5 trailing coils on the right side. A similar fashion was used on the opposite side with 3 trailing coils on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 13-oct-2015: bilateral fallopian tube occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of product technical complaint.. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. C06520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included systemic lupus erythematosus, osteoarthritis and multiple cesarean sections. Concomitant products included hydroxychloroquine, methotrexate, oxycodone hydrochloride; paracetamol (percocet) and tramadol. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary disorder"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and abdominal pain ("abdominal cramping") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hormone level abnormal, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, fatigue, weight increased and abdominal pain outcome was unknown and the genital haemorrhage and vaginal haemorrhage had resolved. The reporter considered abdominal pain, bladder disorder, cystitis, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the device was in good position with 5 trailing coils on the right side. A similar fashion was used on the opposite side with 3 trailing coils on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral fallopian tube occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: hormonal changes, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, migraines / headaches, nausea, pain, fatigue, weight gain. Event injury was deleted and lot number case category was changed from device other event to incident. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.